Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited a rise in pacing lead impedance. Loss of capture with high pacing threshold measurements was also noted on this lead. The field representative suspected a microperforation and wanted to know about lead measurements for a perforation. Subsequently, migration and dislodgement was also observed. A lead revision was performed and the lead was successfully repositioned. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.